Event description:
T was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, at approximately 1:00 am, they brought the patient to the emergency department (ed) after the cgm displayed a low glucose reading. Despite the alert, the spouse reported that the patient was not experiencing any symptoms. Prior to seeking medical evaluation, they waited approximately two hours and repeatedly checked the readings; however, the cgm continued to display low without improvement. Upon arrival at the ed, an fsbg test was performed and measured 349 mg/dl, while the cgm continued to display low. The patient received treatment with IV fluids and an insulin injection. Ed staff also monitored the patient's blood pressure during the visit. The patient remained in the hospital for less than 24 hours for observation and glucose stabilization. After improvement, the patient was discharged home and advised on dietary intake and exercise. At the time of discharge, the patient reported feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.